Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022 (reported as "over the weekend"). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link non-dehp y-type microbore catheter extension set was not flushing properly and "would trickle very slowly." The issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: the issue occurred with an unspecified number of devices. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.